Event description:
It was reported that the patient's femoral access site was sealed with a 6f angio-seal. Subsequently, the patient developed cellulitis and was required to stay in the hospital for four weeks. A pre-insertion angiogram was obtained. The status of the patient is unk.

Manufacturer narrative:
No product was returned for evaluation and review of the history device record was not possible since the lot number was unavailable. The name of the physician is unk. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.